Manufacturer narrative:
.

Event description:
It was reported that the vns patient passed away. The patient's online obituary indicated that the patient passed away at the hospital after a brief illness. The cause of death was unknown as the care residence no longer had the patient's records at the facility. The relationship of the vns to the cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The cause of death was listed as pneumonia, septicemia and cardiac arrest. No additional relevant information has been received to date.

Event description:
A copy of the death certificate was received. The death occurred on (B)(6) 2012 while the patient was an inpatient at the hospital. It was noted that no autopsy was performed and the patient was buried. The immediate cause of death was listed as cardiac arrest, due to or as a consequence of sepsis, due to or as a consequence of pneumonia.